Manufacturer narrative:
A visual examination was performed on the returned product. Distal end: the fiber was broken and separated at the point where the silver tip was cured with the fiber. At the point of separation, the fiber, epoxy and peek tubing were burned and melted, and a large amount of black smoke-like residue was present. The separated silver tip had gouges inside the scoop and black smoke-like residue was present. Proximal end: there were pits on the fiber surface. Possible cause: fiber breakage near distal end of device, causing material ablation and tip dislodgement.

Event description:
It was reported that the device blew off the tip into the patient after 70kj and 30 minutes of lasing. This information is documented as reported to trimedyne.